Manufacturer narrative:
The pump passed the displacement, rewind, seating and basic occlusion tests. The pump was returned for pump error alarms and the format history file analysis confirmed the pump errors due to a software error. The pump was received with a cracked reservoir tube lip and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 21 mmol at the time of the incident. The customer sent the product back for analysis.